Manufacturer narrative:
The insulin pump was received with currents in spec. The pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm noted. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual shot. The customer stated that she was low on insulin and received no delivery alarms. The customer was assisted in performing a 5.0 unit fixed prime. The insulin pump will be returned for analysis.